Event description:
It was reported that the infusion set was leaking at the headset and the adhesive was wet with insulin resulting in elevated blood glucose levels. It was reported that this happens with 5 infusion sets from the mentioned lot number.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.